Manufacturer narrative:
(B)(4). The customer stated that the reported issue is with the circuits that were used in conjunction with this vent and the unit has been placed back into service therefore will not be returned for investigation. In the event additional information becomes available a follow-up report will be submitted at that time.

Event description:
The customer stated that on setting up the ventilator it initially worked and was placed on a patient but then stopped and the staff was unable to restart it. The circuit was checked and no leaks found, but the ventilator still would not work. The child was hand ventilated during this time. Clinical technology was called to look at this machine. The child was re-started on conventional ventilation until an oscillator was available which resulted in a delay of approximately 4 and a half hours in providing high frequency oscillatory ventilation to the child.